Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 217 mg/dl compared with the sensor glucose reading of 59 mg/dl. The insulin pump alarms threshold suspend and low suspend. The customer's current blood glucose was 187 mg/dl. The customer does not exhibit symptoms of low blood glucose readings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.